Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that, the customer received high blood glucose. The blood glucose at the time of the incident was 411 mg/dl. The customer stated that, their infusion set had a bent cannula. Customer reported insulin had a calibration not accepted. Customer declined troubleshooting for high blood glucose readings. No product is expected to return for analysis.